Event description:
Clinical department received deliverable which was indicated as a contract milestone from the site with information on follow up appointments. The spread sheet identified subjects who required revisions following tha. Left revision (B)(6) 2008 infection. Surgery date (B)(6) 2008.

Manufacturer narrative:
The information provided by stryker orthopaedics clinical affairs department. No additional information is available at this time. If it becomes available, the evaluation summary will be submitted in a supplemental report.